Event description:
It was reported that a user experienced repeated dexcom g7 continuous glucose monitor (cgm) sensor pairing failures with the ilet, despite multiple attempts including bluetooth toggling, device restart, reentering the pairing code, and a successful firmware update; later, a new sensor was started and the user confirmed the warmup screen, indicating initiation of monitoring, consistent with an intermittent communication failure associated with the device¿s antenna component. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. User support included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 resulting in communication failure related to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.

Manufacturer narrative:
Initial.